Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_prog. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving fentanyl at an unknown dose and concentration via an implantable infusion pump for an unknown indication for use. The hcp reported that two weeks ago the patient's drug was changed from morphine to fentanyl. The hcp reported they didn¿t change the mg to mcg on the drug screen. The flow rate was unchanged. The numbers were programmed correctly but the units were incorrect. The micrograms should have been milligrams. No further complications were anticipated/reported.